Event description:
It was reported that the pt showed high lead impedance during a system diagnostics test. It was recommended to turn the device off. X-rays were taken and sent to MFR for further review. No pt manipulation or trauma was reported. Pt's last good diagnostics were obtained on (B) (6) 2009. Pt started showing depression symptoms since (B) (6) 2009. Level of depression is below to almost back to pre-vns baseline. X-rays were reviewed and no obvious anomalies were observed that could be contributing to the report of high lead impedance. Pt went through a full revision surgery. Good faith attempts to obtain the explanted product back to MFR for product analysis has been unsuccessful.

Manufacturer narrative:
MFR reviewed x-rays of implanted device. X-rays reviewed by the MFR, no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury.